Event description:
It is reported that during a procedure an attempt was made to deploy a 3.5 x 30mm endeavor resolute stent but was unable to cross the lesion located in the rca which was reported as having 90 % stenosis and calcified. Prior to use of this stent a nc sprinter rx balloon dilation catheter also failed to cross the lesion. Another nc sprinter device was subsequently used to pre-dilate the lesion. The devices were inspected prior to use with no issues noted. The procedure was not completed. There was no patient injury reported. Evaluation summary: the endeavor resolute stent was returned to the manufacturing facility for evaluation. A number of struts on the 10th and 11th proximal and distal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation and failure to deliver stent). Patient's condition affected effectiveness of device (lesion was 90% stenosed and calcified). Deformation problem (stent deformed). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion was 90% stenosed and calcified).